Manufacturer narrative:
Findings: pump was received with critical pump error (open book image) alarm during testing. No alarms that generated as result of critical pump errors found in pump history. Unable to determine the root cause, problem isolated to electronic assembly. Unit was received with minor scratched lcd window. Unable to verify power loss alarm due to critical pump error (open book image) alarm. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer was received with power loss alarm. The blood glucose was 173 mg/dl at the time of the incident. The insulin pump will be returned for analysis.